Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation the patient had a left knee replacement on (B)(6) 2010. Approximately 6 years and 6 months after the initial procedure the patient had the first left knee revision on 15 dec 2016 with another exactech knee system. Approximately 6 months after the first revision the patient had a second left knee revision on (B)(6) 2017 with another exactech knee system. Approximately 4 years and 1 month after the second revision the patient had a third left knee revision on (B)(6) 2021. After each of the left total knee replacement surgeries, plaintiff began to suffer from symptoms associated with the defects of exactech knee system as alleged in this complaint, including but not limited so synovitis with aseptic loosening, mechanical loosening, pain and lack of mobility. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
D10. Concomitants: tibial tray (204-04-22, (B)(6)) ¿ patellar component (200-02-32, (B)(6)). Femoral component (244-03-02, (B)(6)) ¿ howmedica full dose bone cement x2. H6. Investigation results - the optetrak insert with sn (B)(6) is confirmed to have been packaged in a vacuum bag that does not contain evoh. The cause of the patient¿s pain cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. The patient has bilateral knee replacements. These devices are used for treatment not diagnosis. This event is for the right knee, not revised.

Event description:
As reported via legal documentation the patient had a right knee replacement on (B)(6) 2010 for degrative arthritis. As of (B)(6) 2024 there is no report of right knee surgical revision. The patient suffers with pain and discomfort. There is no other patient demographic or medical history available. There are no images of the patient/device provided. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, d6a, h6. MDR section codes updated/corrected: a, b, e, f, g. Date of event is unknown; explant date is unknown. The reason for the reported event cannot be confirmed from the information provided but may be due to prosthesis wear, instability, and loosening, and/or inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.